Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the downloaded share log was performed, and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause could not be determined or reproduced with the returned product. The reported event of signal loss alert is reportable based on the finding of a loss of connection for over one hour. No injury or medical intervention was reported.